Event description:
The customer's complaint was confirmed. The guidewire and a guide catheter were returned for analysis. Visual inspection of the guidewire revealed a portion of damaged polymer partially exposing the core wire at a location approximately 4-5 cm from the distal end. Excluding the damaged segment, the required od specification was verified throughout the device. The catheter returned with the incident device demonstrated two kinks at approximately 15.5 cm and 78cm from the proximal end. It was observed during functional testing that the kinked condition of the catheter prevented the wire from advancing freely through the catheter. In addition, when withdrawing the device from the catheter, a significant restriction was noted. No other complaints have been received for this particular batch of devices. The shopfloor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shopfloor paperwork review confirms that this device met material, assembly and performance specifications. Based on failure analysis, the evidence suggests that the kinked condition of the catheter may have contributed to or caused the failure. However, the exact cause of the failure cannot be determined at this time.

Event description:
It was reported that during a coronary treatment procedure, the coating rubbed off of pt2 moderate support 185 cm guide wire. The lesion being treated was a 90% stenotic lesion in the mid to distal left anterior descending (lad) coronary artery. The wire came into the side hole of a guiding catheter, and it got stuck. Though it was successfully removed with force, the coating was rubbed off at a region 3 cm proximal to the distal end. The pt2 guidewire was removed and replaced with another guidewire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.